Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the third of three complaints for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that three knives were dull during separate cataract surgeries. Each procedure was completed while using the unsatisfactory knife. There was no impact to any patient. Additional information has been requested.